Event description:
It was reported that when a device was used during an unk procedure, the device fired an incomplete staple line, while it completed the cut. The surgeon hand sewed the anastamosis to complete the case. There were no other consequences to the pt.